Event description:
User reports installing a new bottle of preclean m reagent, and noted a few minutes later, a puddle of fluid had formed on the floor of the analyzer and was in the walkway. User states she removed the bottle of preclean m reagent and noted the preclean needle was broken. User cleaned up the puddle and stated no one was hurt and no patients were affected.

Manufacturer narrative:
The field service representative found a broken preclean needle to be the cause and replaced needle. Verified analyzer performance by visual inspection and normal analyzer operation.